Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on 3 patient samples on an atellica ch 930 analyzer. Quality control (qc) was valid at the time of sample processing. The customer broke integrated multisensor technology (imt) fluid pin when changing the imt multisensory. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument and found the broken imt fluid pin. The cse replaced the fluid pin and a-lyte sensor, primed and realigned imt. The actions performed by the cse resolved the erroneous na results issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Falsely depressed sodium (na) results were obtained on 3 patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results recovered higher than the erroneous results. The repeat results were reported to the physician(s) as correct results. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.